Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple temperature alarms and the pump was hot to touch while charging. Reportedly, the pump was not exposed to abnormal temperature conditions. Customer¿s blood glucose level ranged from 150-160 mg/dl at the time of the report. The customer continued using the pump for insulin therapy.